Event description:
It was reported that the device had battery missing error message. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had battery missing error message which was not identified during the customer call. New battery and power supply processor board have been replaced, but the issue was not resolved. Recommended to replace battery harness. Customer will replace battery harness. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.